Manufacturer narrative:
(B)(4).

Event description:
It was reported when a patient presented for a device mode upgrade, declined sensing amplitude was observed. The lead insulation was slightly damaged at the proximal end. The lead could not be explanted so it was capped and replaced instead. The patient condition is good.